Event description:
This is an international report of a system error se 2240 that occurred during dwell 5/5. The technical service representative (tsr) had the home patient (hp) close the patient line clamp, and transfer set. The tsr had the hp cycle the power and the homechoice (hc) went to press go to start. The tsr had the hp disconnect. The tsr had the hp turn the hc on to press go to start. The tsr explained the alarm and assisted the hp to get the cassette out. The tsr advised the hp to contact the nurse regarding the alarm. The tsr explained that the hp can use manual bags to finish the therapy. There was patient involvement, however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).